Manufacturer narrative:
The device was received and tested. Visual inspection was performed and had no kinks or damages. Array had blood/tissue and was exposed. External sheat had no blood/tissue and was exposed. Length setting was 4.0 internal flexures were not yielded. Vacuum relief valve had blood and moved correctly. Blood in the imd housing and suction line. Performance tests were performed the bubble test didn't pass, a leak test was performed but no leaks were found, eap passed and cia didn't pass. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Manufacturer narrative:
The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Event description:
It was reported that during a novasure procedure a uterine perforation occurred. The physician stitched the perforation and continued with the ablation. A second device was opened and completed the procedure. The perforation was observed via laparoscopy since a salpingectomy was scheduled and stitched using laparoscopic equipment. The patient was discharged without complications.